Event description:
The reporter indicated that 12.6mm tmicl12.6 implantable collamer lens of a -10.5/1.5/076 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2020. Low vault with very mild cataract was reported. A lens exchange is planned. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
B5: the lens was later intraoperatively removed and replaced for a different model, longer length lens due to low vault with rotation and lens opacity/asc. Mild cataract is still observed after replacement surgery. The surgeon has elected to watch the eye until cataract becomes more significant. Patient is satisfied with his vision as of right now. Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).